Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7247909.

Event description:
It was reported that the patient had a bleeding issue following the placement of the trial leads. It was noted that the patient had been on blood thinners and was believed to be the cause of bleeding. The patient went to the surgery center and pressure was placed for an hour with continued bleeding, hence the leads were pulled. However, upon getting home, the bleeding resumed and patient went to the emergency room. The patient was admitted overnight with pressure dressing placed until the bleeding stopped.

Event description:
It was reported that the patient had a bleeding issue following the placement of the trial leads. It was noted that the patient had been on blood thinners and was believed to be the cause of bleeding. The patient went to the surgery center and pressure was placed for an hour with continued bleeding, hence the leads were pulled. However, upon getting home, the bleeding resumed and patient went to the emergency room. The patient was admitted overnight with pressure dressing placed until the bleeding stopped. Additional information was received that the bleeding was not device related and the patient was reportedly doing well.